Event description:
Customer reported difficulty pressing the quick bolus/wake button on the pump, requiring multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with attempts to remove the pump from its case and advised specific techniques to press the button. Despite efforts, the problem persisted. Customer continued to use the pump for insulin therapy.